Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt states they have to move the ins because the  ins is laying on the ribcage and it is jolting them there. The pt feels as though she's being stung, and it is uncomfortable. The patient was redirected to their healthcare provider to further address the issue.